Event description:
Event description guidant received information that this right ventricular lead (315686) exhibited a high impedance measurement during implant and was removed and replaced. This right ventricular lead was successfully implanted (315972). The next day, guidant received additional information that this lead was sensing intermittently. The field staff reprogrammed the lead to unipolar configuration, which alleviated the issue. There were no adverse patient effects.